Event description:
It was reported by the user facility that the saline bag runs dry during recirculation. Customer was using a 500 ml saline bag. Customer also stated that balancing chamber membranes and valve 43 had been replaced prior to this service call. The biomed tech was unable to replicate the issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The reported filing program issue was not confirmed during field service investigation. Functional checks, priming, and recirculating programs were repeated several times without any problems. Machine functioned as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.